Manufacturer narrative:
Devices used during the procedure consisted of prowler select plus microcatheter, shuttle 7french guiding catheter, excelsior sl10 microcatheter, gt guidewire, chikai guidewire, dcs orbit 9x25, 8x24, and gdc 10 coil. Medications consisted of pre-procedure (B)(6) plavix 75mg/day, (B)(6) aspirin 100mg/day, (B)(6) cilostazol 100g/day, intra: (B)(6) heparin 11000u/day, and (B)(6) novastan 30mg/day. A cd copy of the procedure was not available. No further information was available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from clinical study (B)(4) indicated after the coil embolization assisted with the enterprise vrd stent (enc452812), the patient had cerebral infarction scattered in right cerebral hemisphere the day after the procedure. Additionally, hemiplegia and disorientation also developed. The event was treated with radium 60mg/day intravenously for a week. The patient was discharged approximately two weeks after the event, and remission was confirmed approximately month after the index procedure. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The saccular and unruptured aneurysm measure 7.2mm at the neck, neck to sac ratio was 7.2x9.2mm, and the vessel right posterior communicating artery (p-com) diameter at the implant site measured 3.2mm proximally and 2.9mm distally.